Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had motor error. The customer's blood glucose level was around 300 mg/dl at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer was getting multiple errors from the insulin pump. The insulin pump stated that they were giving them self a bolus and then got the error but there were time that the error will go off even if them were not doing anything. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer received the error 5 times since yesterday afternoon. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.